Event description:
The hospital reported an error that resulted in an inability to initiate mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. No patient information provided to date after calls to customer 07/14/22 and 07/19/22. Legal manufacturer: (B)(4).